Manufacturer narrative:
(B)(4).

Event description:
It was reported "insertion 9/25/24 13:05 rt brachial vein. Sterile chg dressing rapid response team called immediately, patient admitted to ICU." The patient's current condition is reported as "critical". Additional information reports "initial call was for for seizures. On arrival the patient was unresponsive, breathing agonally, with a pulse. At that time we called a mayday to have someone assist with intubation and to have a physician to the bedside. We started rescue breathing with a trumpet and then an oral airway until she was successfully intubated. During that time we started a bolus of ns, a levophed drip for bp support for a blood pressure, and then a propofol drip started after she was intubated. At that time we transferred to the ICU where the critical care team was prepared and ready."

Event description:
It was reported "insertion (B)(6) 2024 13:05 rt brachial vein. Sterile chg dressing rapid response team called immediately, patient admitted to ICU." The patient's current condition is reported as "critical". Additional information reports "initial call was for seizures. On arrival the patient was unresponsive, breathing agonally, with a pulse. At that time we called a mayday to have someone assist with intubation and to have a physician to the bedside. We started rescue breathing with a trumpet and then an oral airway until she was successfully intubated. During that time we started a bolus of ns, a levophed drip for bp support for a blood pressure, and then a propofol drip started after she was intubated. At that time we transferred to the ICU where the critical care team was prepared and ready."

Manufacturer narrative:
(B)(4) medwatch received 12-nov-2024, mw5160944. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Although there was not a clear indication from the customer as to whether or not the patient experienced an allergic reaction, the following information is provided in the instructions for use (IFU) and warns the user, "contraindications: the arrowg+ard blue advance pressure injectable midline is contraindicated for patients with known hypersensitivity to chlorhexidine. Hypersensitivity potential: benefits of the use of this catheter should be weighed against any possible risk. Hypersensitivity reactions are a concern with antimicrobial catheters and can be serious and even life-threatening. Remove catheter immediately if catheter-related adverse reactions occur after catheter placement.". Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.